Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the pump alarmed pump error 43 and insulin flow blocked. Complained the buttons are not responding properly. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No insulin flow blocked alarms noted during test or listed in the pump history download. Verified in the pump history download the pump alarmed 13 pump error 43 alarms on (B)(6) 2021 between 13:38:00.000 and 20:11:04.000 due to corroded motor home switch. Intermittent response from all buttons due to moisture damage to keypad traces. Device passed the keypad voltage test. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, broken battery tube threads and cracked case corner of the belt clip rails near the battery compartment, the p-cap/reservoir does lock properly. No insulin flow blocked alarms noted during test or listed in the pump history download. Confirmed in the pump history download the pump alarmed 13 pump error 43 alarms on (B)(6) 2021 between 13:38:00.000 and 20:11:04.000 due to corroded motor home switch. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm and insulin flow block alarm. Customer received stuck button alarm. Customer stated pump was not exposed to a high magnetic field. Customer reported they were unable to clear the alarm. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.